Event description:
It was reported that the patient experienced the stimulation turn off frequently due to magnet resets. The patient underwent a replacement of the implantable pulse generator (ipg). The patient was doing fine post-operatively.

Manufacturer narrative:
A returned analysis of db-1110-c (serial number: (B)(6) revealed the ipg reset count was 256, upon receipt. After ate function test (magnet reset) the reset count increased to 259. The device was monitored for 4 weeks and confirmed that the count remains unchanged. Monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. It passed the functional test, and an electrical test revealed normal device characteristics.

Event description:
It was reported that the patient experienced inadequate stimulation as the stimulation frequently turned off due to suspected magnet resets. The patient underwent a replacement of the implantable pulse generator (ipg). The patient was doing fine post-operatively.